Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after a patient had a micro-glaucoma stent implanted the patient developed macular edema. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.10. No sample has been returned for evaluation for the report of macular edema; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Not enough information is provided to adequately evaluate the complaint issue. Possible root cause is that the occurrence of postoperative macular edema is a known risk associated with use of the device (and also a known risk associated with cataract surgery, which may have been done at the time of device implantation), which is clearly specified in the product labeling. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
G.6. Corrected. Additional information provided in h.11. No sample has been returned for evaluation for the report of macular edema; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Not enough information is provided to adequately evaluate the complaint issue. Possible root cause is that the occurrence of postoperative macular edema is a known risk associated with use of the device (and also a known risk associated with cataract surgery, which may have been done at the time of device implantation), which is clearly specified in the product labeling. The manufacturer internal reference number is: (B)(4).